Event description:
It was reported that the patient presented to the emergency room (ER) due to shocks delivered from the device following premature ventricular contractions (pvc) and after the arrhythmia had broken which consequently put the patient back into ventricular tachycardic a/ventricular fibrillation (vt/vf.) The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned. We did receive performance data collected from the device and have analyzed the data. Save to disk (std) review: no anomalies were found. Concomitant products: 5019 adaptor 2013 (B)(6); 4076 implantable pacing lead 2013 (B)(6); 6937a implantable tachy lead 2013 (B)(6). (B)(4).